Event description:
Customer reported that they burned a pt on the chin and on the leg. This report is for the chin incident. A second MDR is being filed for the leg incident.

Manufacturer narrative:
The customer received the laser system and received training per company policy. They reported that there were 2 pts burned. One on the chin and one on the leg. Service evaluated the system and determined that it was operating with in specification. There was no device malfunction. The operator believed she used the correct treatment parameters. Therefore, the root cause good not be determined for the injury to the chin.